Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you clarify the suture product used during your procedure? If in your possession, may we have a copy of your operative report? Do you have any photos for review? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and release of medical information form.

Event description:
It was reported by the patient that she underwent cyst removal procedure on right shoulder in (B)(6) 2016 and suture was used. A day or two after the procedure the patient experienced inflammation and suture spitting. The patient also experienced a seroma on her arm and was treated. An additional procedure was performed on an unknown date to remove some suture. The patient continues to experience reaction and has developed allodynia. Additional information has been requested.